Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. Upon visual inspection, it was noted that the end of both inserters were bent. The cause of this remains undetermined as the method used to prepare the bone as well as the bone quality encountered were not provided. It was also noted that the suture assemblies were disassembled from the drivers. The suture assemblies were evaluated and one was found to have no problem. The second suture assembly was found to have the white/blue suturetape broken. It was noted to be frayed. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.

Event description:
It was reported that during a shoulder arthroscopy two devices tore. No part of the devices broke off. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.